Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported probe damage error message. A visual inspection was performed and found the probe broken off. The detached probe was not returned to olympus for evaluation. Due to the condition of the probe, a probe check could not be performed. The distal end of the device was inspected under a microscope and the broken probe was measured at approximately 11mm in length. In addition, the teflon pad was found severely worn; however, no metal was exposed. Char marks were also noted on the jaw and surface of the teflon pad. Based on the investigation findings, the root cause for the reported probe breakage is most likely related to the operator¿s technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, a probe damage error was displayed. The procedure was completed using a different device. No patient injury.